Manufacturer narrative:
On 23-mar-2022, mentor received additional information about the event. The suspect medical device was discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 235cc gel breast prosthesis (left device) and a mentor memorygel breast implant 275cc gel breast prosthesis (right device) that both ruptured post implantation. Bilateral rupture was diagnosed via MRI. Additionally, the patient developed capsular contracture (baker grade unknown) in both of her breasts post implantation. As a result, the patient underwent bilateral explantation and replacement with sientra gel breast prostheses on (B)(6) 2022. During explantation surgery, it was observed that the left breast prosthesis was removed intact and had not ruptured. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected bilateral breast prosthesis rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-mar-2022, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Device evaluation summary: according to the information reported, the patient developed capsular contracture. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).